Event description:
It was reported by the sales rep that during a shoulder case, the pt had to be admitted to the hosp because he/she had developed fluid retention in the neck area. The sales rep also reported that the pump's pressure was set at 40.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.